Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a vacuum assisted ultrasound-guided breast biopsy procedure using the elevation. Further during the procedure, suction was not performed properly. Upon checking, the rubber packing had come off, so the needle was changed, and suction was performed again, and suction was successful. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one elevation vacuum was received for evaluation. No visual anomalies were observed throughout the received vacuum seal. Under microscopic observation, printed characters "135, mfc and va-4" were observed. Therefore, the investigation is confirmed for the reported detachment as the vacuum of the probe was detached and returned for evaluation. However, the investigation is inconclusive for the reported suction problem as no functional testing was performed as incomplete device returned for evaluation (only vacuum seal received). The detached vacuum seal may have contribute to the reported suction issue. However, a definitive root cause for the reported suction problem and reported detachment of device or device component issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On april 23, 2025, a patient underwent a vacuum assisted ultrasound-guided breast biopsy procedure using the elevation. Further during the procedure, suction was not performed properly. Upon checking, the rubber packing had come off, so the needle was changed, and suction was performed again, and suction was successful. There was no reported patient injury.